Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error, where the patient connected to the patient line during priming phase and also disconnected and then reconnected a solution bag during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of a check lines and bags alarm on the homechoice machine, it was reported the patient had been connected to the patient line during the priming phase of peritoneal dialysis therapy. The technical services representative reviewed proper procedures with the reporter. There was no injury or medical intervention indicated at the time of the report. No additional information is available.